Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of charging pad malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device showed a persistent low-battery indicator despite several hours on the customer¿s charging pad, and charging initiated only when a trainer¿s charging pad was used; a replacement charging pad was provided. Symptoms included no adverse health effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included customer interview and evaluation of returned device. Investigation of this case revealed no fault was found with the device. Complaint could not be confirmed. Duplication testing was conducted and the charge pad was found to be functional and provided charge to an ilet.